Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The 3.5x19 graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the mid-right coronary artery. The graftmaster 3.5 x 19 mm covered stent failed to seal the perforation. A 4.0 x 19 mm graftmaster covered stent was deployed but failed to seal the perforation and the patient died of cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it is unclear why the graftmasters did not seal the perforation. The correct length was used. There were no issues with deployment of either stent. Patient health was declining secondary to coronary perforation. In the opinion of the physician, the use of the graftmasters did not cause or contribute to death in any way. Patient ultimate cause of death was cardiogenic shock. No additional information was provided.